Manufacturer narrative:
The embolic material was not returned for analysis, as it was consumed in the procedure. It was reported that post the embolization procedure, the patient was alleged to have an infection. There were no issues reported during the procedure. Based on this information, there is no allegation that the device was defective or that a malfunction occurred. It is unknown what type of infection the patient acquired. There is no report of additional medical intervention being given or required. This event occurred post procedure and may have been related to procedure and the user sterile technique practices. However, its cause is unknown. Linked events: 2029214-2017-00756 2029214-2017-00757.

Event description:
Medtronic received report post leaked embolic embolization, the patient was alleged to have an infection.